Manufacturer narrative:
The observed external cannula tear is related to action # (B)(4)-05/20/2026-002-c. The pod was received for evaluation undeployed. The data downloaded from the pod shows the pod was received in pod state 15 and delivered 0 pulses, indicating the pod was activated but not paired with a controller within the activation window. Inspection of the fluid path components confirmed the reservoir was filled with the fill rod shorting both fill sensor springs. Inspection of the data found that the pod did not generate a hazard alarm during operation. No problems were found with the pod during the investigation that would cause fluid leaking from the fill port. During the investigation, the exposed portion of the soft cannula was found to be torn. Fluid path testing found fluid to be leaking from the tear in the exposed portion of the soft cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.a716usqsbgxb1. Hardware: sm-a716u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported insulin spilled out of the omnipod when trying to fill it. The device evaluation found a tear in the cannula.